Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right atrial (ra) lead warning for low impedance. It was noted that the lead has had chronic low impedance since implant. The lead remains in use. No patient complications have been reported as a result of this event.